Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water or moisture may have intruded into the endoscope, causing the image sensor unit to be broken. As a result, it may have resulted in the subject event. The events can be detected in accordance with the following IFU: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.